Event description:
Vns patient had passed away from status epilepticus. Device diagnostic testing had been performed two days prior to death and was within normal limits, indicating that the device was functioning properly. There is no evidence at this time that the ncp system caused or contributed to the reported event.